Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. This issue has been identified and escalated from a previous complaint. Appropriate actions have been initiated/taken to address the matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Reporter email, address, and phone number are not available. Part 03.114.001, synthes lot h160606: release to warehouse date: december 30, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill guide could not be inserted in to the plate hole. No delay in the surgery was reported. Concomitant part: plate (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).